Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an insulin syringe. The end user states that the needle broke as it was being pushed into the vial. There was no reported injury or adverse impact to the pt as a result of this incident.